Event description:
Caller reported that pump sounded like it was on, with alerts continuing without any image on the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer was informed about training and return procedures for the current pump. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.